Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. The adverse patient effects are being filed under a separate medwatch manufacturer report.

Event description:
This is filed to report atrial septal defect (asd) cases requiring closure presented at the transcatheter cardiovascular therapeutics (tct) presentation. It was reported through a presentation identifying mitraclip clip delivery systems that may be related to atrial septal defect (asd) requiring closure. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled mitraclip procedure and complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not performed because the lot number information was not available. Based on the information available and reviewed, there is no indication of a product quality issue. Based on the information reviewed, the reported patient effect of atrial perforation was likely related to procedural conditions. The reported patient effect of atrial septal defect requiring intervention, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.